Manufacturer narrative:
(B)(4). This lot was manufactured from april 29, 2014 to may 1, 2014. Evaluation summary: the sample was received for evaluation. A visual inspection identified a solid white particle, approximately 1.12 mm in length, floating in the reservoir. A fourier transform infrared spectroscopy scan determined that the particle was polyester. The cause of the particulate matter is unknown. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a half day infusor had particulate matter within its bladder. This was found during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.